Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump parameters elevations occurred. The system controller log file was reviewed by the manufacturer's technical services and showed potential for the presence of thrombus. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. The center submitted a system controller log file which captured data from 22dec2017 to 28dec2017. The submitted log file appeared to show normal device operation above the low speed limit for the duration of the log file. On 23dec2017 at 12:24 pm, the submitted log file captured an increase in the fixed speed setting from 8400 rpm to 8600 rpm. This increase in the fixed speed setting corresponded to an increase in the pump power range. No atypical events were captured. The patient remains ongoing on lvad support and no further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.